Event description:
The user attended a routine follow-up appointment and was not hearing as well with the device as previously. The user will be re-implanted in (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2020. This is a final report.

Event description:
The user attended a routine follow-up appointment and was not hearing as well with the device as previously. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a routine follow-up appointment and was not hearing as well with the device as previously. A follow-up appointment on the (B)(6) showed that the hearing performance has deteriorated further, bkb in quiet with the device was only 10%.